Event description:
The customer reported user was setting up a cytarabine infusion, and stated "chemo tubing primed with ns. Rn then hung tubing on pump and spiked chemotherapy. While circle priming the chemotherapy through, rn noted fluid dripping from tubing above the pump. Cracks noted in the tubing, paused pump. Noted large pool of fluid on ground." There was no report of pt harm or medical intervention. Customer did not provide any add'l pt or event info.

Manufacturer narrative:
(B)(4). The customer's report of a cut/crack in the tubing was confirmed. Visual inspection of the rec'd set noted a slice cut on the tubing. Functional testing showed a leak from the noted cut. The cause of the customer's report was identified as a cut in the tubing. The root cause of the cut was not identified.